Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 08/19/2017. The analysis has begun but is not completed at this time. During visual inspection, it was discovered that the tip is slightly bent and has a tear in the plastic as customer stated. In addition, scanning electron microscope results showed evidence of hole on pebax by mechanical damage. This damage is MDR reportable because risk to the patient is critical due to the potential of thrombus formation from exposure of internal parts of the catheter. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a medical device entrapment requiring catheter manipulation. Upon removal, the area above the dome was bent with a tear in the plastic coating. The returned device was visually inspected and it was found the tip slightly bent and the pebax was observed damage and reddish material inside. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. Then, the catheter outer diameter was measured and it was found within specifications. For the condition observed, a scanning electron microscope (sem) testing was performed and the results showed results showed evidence of a hole by mechanical damage on the surface of the pebax. It is possible that damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The catheter passed all specifications. The root cause of the adverse event remains unknown. The root cause of the damage cannot be determined since there is evidence that the catheter manufactured in accordance with documented specification and procedures, it could be related to the handling during the procedure, however, this cannot be conclusively determined.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical agilis 8.5 french large curl sheath (model# unknown lot# unknown); pentaray catheter (model# unknown lot# unknown). (B)(6).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a medical device entrapment requiring catheter manipulation. Physician initially used a retrograde approach via the left femoral artery and later switched to the transseptal sheath. During the procedure, the catheter became stuck in the left ventricle and there was difficulty maneuvering the catheter. Physician concluded that the catheter was entangled in the chordae tendinae. Upon removal, the area above the dome was bent with a tear in the plastic coating. It was noted that there was also difficulty maneuvering the pentaray catheter. Difficulties with catheter maneuvering were attributed to an unspecified respiratory issue. This event is MDR reportable due to the manipulation to remove the device and due to the damage on the catheter. The risk to the patient is critical due to the potential of thrombus from exposure of internal catheter components.